Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, it cleared the (B)(6) guideline although this device tested positive for coagulase-negative staphylococci (1 cfu/100 ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie4 with peracetic acid. There was no report of patient infection associated with this report. Air/water channel: total microbes:1 cfu indicator microbes: negative. Suction channel: total microbes: >100 cfu indicator microbes: positive (pseudomonas aeruginosa, serratia marcescens).